Event description:
While wearing the external equipment, the pt reportedly did not respond to sound in 2005, the pt was seen by a company representative for advice evaluation. Surgery to explant the pt's device is to be scheduled.